Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two devices popped during the case. It was reported that re-intubation was required.